Event description:
This was a near miss. While staff members were conducting the initial count, they noted that the ray-tecs that came in the pack contained 11 sponges. The sponges and packaging were removed from the room and the sponge count was done again with a new pack.